Event description:
The customer states they received a false negative result on the provue in the forward typing that was positive in manual gel. No erroneous results were reported.

Manufacturer narrative:
The customer confirmed with cts that there were no reports of any discrepancies with the qc of the provue or of the manual gel method. The customer confirmed with cts that the listed mts abd/rev gel cards have normal appearance and have been stored according to the IFU indications. The customer repeated the testing of the original sample by the manual gel method and reports a 4+ in the anti-a micro well, blood group of a pos obtained with the manual gel method. The customer indicates their understanding of the potential cause of the reported concern and indicates their confidence that the root cause was sample related and not any defect in the gel card or the provue operations. (B)(4). Service not requested.